Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an everflo oxygen concentrator in use at a user's home which had black burn marks around the oxygen outlet nozzle on the concentrator. A technician was visiting the user's home on (B)(6) 2023, and noticed the burn mark on the concentrator. The technician asked the user what had occurred, and the user stated he did not know what happened. There was no report of patient harm or injury. There was no report of medical intervention. The device was exchanged for patient use. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an everflo intl opi oxygen concentrator in use at a user's home which had black burn marks around the oxygen outlet nozzle on the concentrator. A technician was visiting the user's home on june 12, 2023, and noticed the burn mark on the concentrator. The technician asked the user what had occurred, and the user stated he did not know what happened. There was no report of patient harm or injury. There was no report of medical intervention. The device was exchanged for patient use. The device has been returned to a third-party service center. The technician findings include the front cabinet had a burn mark on it, so the front cabinet was replaced. The sieves were clogged, replaced with new integrated cannister. The manifold was contaminated, so a new everflo manifold assembly was installed. The pressure regulator was defective and replaced. The inlet filter was replaced due to warranty preventive maintenance. The root cause was not confirmed. There was no patient harm or injury reported. If additional information becomes available, a follow up report will be filed.